Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. P-cap locked in place properly during testing. Unit passed displacement test. However, corroded electronic assembly and corroded motor assembly noted during visual inspection.

Event description:
Information received by medtronic indicated that the insulin pump was exposed to moisture. There was no moisture under the screen nor the insulin pump was dropped. The type of moisture exposure was water. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.